Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. The pack contained a different type of bubble trap which has the inlet and outlet ports reversed in comparison with the previous bubble trap used in packs. The user designed specification was reviewed with the user who confirmed that the pack was built correctly. The complaint will be included in associate awareness training. The device history record did not indicate any product related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and a follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the cardioplegia lines were reversed on the in/out outlet of the bubble trap. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.